Event description:
A customer observed negatively biased phyt qc results on the vitros 250 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the biased qc results were repeatable using a different slide lot. The calibration data was typical and there were no condition codes. Results of a precision test were unacceptable. The field engineer replaced the immunowash fluid pump and the cam washer. Post service precision test results were acceptable. The root cause of the event was instrument related.